Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported they had problems with a 6f angio-seal vip suture. As soon as the angio-seal was deployed, the suture did not seem to release so the doctor could pull the angio-seal out to deploy it completely, for the suture to be cut. With the pull back, the suture got stuck and could not be pulled to its full length. There was no harm to the patient and there was no additional intervention reported. Additional information was received on february 13, 2018. Manual pressure was applied to achieve hemostasis. There was no reported blood loss. All products in the cathlab were used with the reported product.